Event description:
It was reported the pt's stimulation had become weaker. The sjm rep met with the pt and determined the high settings were causing frequent charging. Follow up identified the physician replaced the ipg, and it was reported the pt was well postoperative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Add'l recall #: 1627487-12192011-003-r.